Event description:
Cq service was notified via email that the customer had taken pictures of the internals of the device due to suspected contamination. The pictures were reviewed by cq director of operations and epidemiologist who recommended that the device receive hpc testing to gain a quantitative analysis of water quality. This issue was identified on 07/12/2023, no patient involvement was reported.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip customer and sent to cardioquip epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The customer was notified of the potential contamination and recommendation via email on 07/12/23. As of the date of this report, there has been no response to the recommendation.